Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional confirms that the device has fractured on the lateral side of the post and also show signs of repeated use. All pieces were returned for evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends